Event description:
It was reported the patient was under anesthesia and the device was "inside" the patient when the beam "started firing at the tip of the fiber at 58,322 joules." Reportedly, the beam was observed to be red. The procedure was completed with a second fiber. No patient injury was reported.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber, a code request has been submitted.